Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to experiencing a high blood glucose (bg) level over 600 mg/dl and life-threatening ketone levels. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.